Event description:
It was reported that the patient was scheduled for a normal battery pump replacement surgery on (B)(6) 2014. It was noted that the patient¿s pump was being used to infuse baclofen. It was reported that the patient was trying to move up their replacement surgery. It was later reported that the healthcare professional (hcp) had filling/aspiration difficulties. It was noted that the hcp could not aspirate the catheter. It was reported that the hcp thought there was an occlusion. It was noted that the actions as a result of the event were using a preservative free (pf) saline to flush the catheter and had a bolus of baclofen that was in the catheter. It was reported that the product issue was resolved. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was later noted that during the pump replacement, the manufacturer¿s representative primed the pump on the back table. It was reported that after connection to the catheter, it was unable to be aspirated thru the cap. It was noted that the hcp pushed saline thru the cap and decided that there was an issue with the old catheter connector and replaced it. It was reported that the hcp was then able to aspirate 2 ml from the cap. It was later reported that the patient¿s drug was transferred to the new pump. It was noted that the patient¿s healthcare professional (hcp) determined that the issue was with the catheter and not the catheter connector. It was reported that the original catheter was left in place and trimmed. It was noted that the catheter connector was replaced. It was reported that the hcp determined that there was an occlusion. It was noted that the cause was not determined. It was reported that the location of the occlusion was a few centimeters form the pump connector. It was noted that the patient is doing well and receiving effective therapy. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported there was an occlusion believed to be near the proximal end of the catheter which was resolved when the connector was replaced.

Manufacturer narrative:
Product ID: 8709, lot# j11045r49, implanted: (B)(6) 2002, product type: catheter. Product ID: 8575, lot# n088376, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: accessory. (B)(4).